Event description:
Caller reported an occlusion alarm, but there was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge, and successfully deliver a 9-unit bolus. Tandem technical support provided a one-time pump replacement.